Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 237 mg/dl. Troubleshooting was performed. The device was returned for analysis.